Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were reviewed and a no external power event was captured on (b)(60 2019 at 14:28. This was caused by power to the mobile power unit(mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. It was also reported that the patient use the locking version of the mpu ac power cord. Patient is currently in inpatient. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file showed 240 events spanning approximately 34 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 14:28, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The backup battery was able to supply power to the controller until power was restored. The alarm cleared on its own shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and is still in use. Additional provided information indicated that the patient is using a v-lock and it is unknown if the power cord came out. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records (shop orders (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (doc. # (B)(4), rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (doc. # (B)(4), rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.